Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
During review of programming history it was seen that the patient had high impedance. There was no reported manipulation or trauma that would have contributed to the high impedance. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead or generator prior to distribution. Attempts for additional information and product return have been unsuccessful.